Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal abrasions were found at 12.7-14cm, between the two shock coils at 27cm and under the svc coil at 29cm from the distal tip. External abrasion was found at 45.2-46cm from the helix end consistent with friction to ICD can. Etfe cable insulation was intact at all abrasion locations. No complaint received with return of device. Failure (event) observed during analysis.